Manufacturer narrative:
The evo-fc-10-11-8-b device of lot number c1576336 involved in this complaint was returned for evaluation, with open without its original packaging. The device involved in the complaint was evaluated in the laboratory on 11th july 2019. Multiple crumpling on the flexor, located 17cm approx. From white tip to the zip port. Unable to recapture stent. Both failures are related, potentially caused by the position of the elevator. Additional information was requested to help us gain a better insight as to what occurred during procedure. Prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cook (B)(4). A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1576336 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1576336; upon review of complaints this failure mode has not occurred previously with this lot #c1576336. The instructions for use ifu0062-5 which accompanies this device instructs the user: "to reposition the stent, the stent must first be recaptured and the elevator must be open." There is evidence to suggest that the customer did not follow the instructions for use. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the position of the elevator. As noted in the additional information received about the position of the elevator " when I started recapturing of the stent, the elevator was not fully opened. It may have caused a stress to the shath and got damaged." According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Difficulty in recapturing the stent(evo-fc-10-11-8-b / lot c1576336). Another cook's evolution stent was used instead and the procedure was completed. There have been no adverse effects to the patient reported. Update on 22/july/2019 (B)(6): first, the user removed a pre-existing plastic stent in the bile duct with a forceps. Then cannulation was performed and tri-medical's trimed cheerleader 0.035" was advanced to left intrahepatic bile duct. After cholangiography with olympus's extraction balloon, the delivery system of evo-fc-10-11-8-b / lot c1576336 was advanced to tha target position and the user started deploying the stent from right below the porta hepatis to the vater papilla. The user deployed about 80% of the stent (attached "red marker position at first deployment.jpg" shows a position of redmarker at first deployment) but the user wanted to place the stent more distally. Therefore, he started to recapturing the stent but tip of the stent (about 5mm) could not be recaptured. The user felt resistance in the latter half of the recapturing attempt. The user repeated the same procedure twice(deployed the stent a few cm and then attempted to recapture) but the tip of the stent still could not be recaptured even though the red marker moved back to the original location. The user attempted the same procedure in the duodenum but the tip of the stent was not recaptured, so the user removed the delivery system from the channel of the endoscope. He found some damages on the outer sheath(a few centimeters proximally away from the proximal end of the stent) and he stopped using the device. Evo-pc-10-11-8-b was used instead and the procedure was completed. There have been no adverse effects to the patient reported. [Update on 23/july/2019 (B)(6)] first, the user removed a pre-existing plastic stent in the bile duct with a forceps. Then cannulation was performed and tri-medical's trimed cheerleader 0.035" was advanced to left intrahepatic bile duct. After cholangiography with olympus's extraction balloon, the delivery system of evo-fc-10-11-8-b / lot c1576336 was advanced to tha target position and the user started deploying the stent from right below the porta hepatis to the vater papilla. The user deployed about 80% of the stent (attached "red marker position at first deployment.jpg" shows a position of redmarker at first deployment) but the user wanted to place the stent more distally. Therefore, he started to recapturing the stent but tip of the stent (about 5mm) could not be recaptured. The user felt resistance in the latter half of the recapturing attempt. The user repeated the same procedure twice(deployed the stent a few cm and then attempted to recapture) but the tip of the stent still could not be recaptured even though the red marker moved back to the original location. The user attempted the same procedure in the duodenum but the tip of the stent was not recaptured, so the user removed the delivery system from the channel of the endoscope. He found some damages(compression) on the outer sheath(a few centimeters proximally away from the proximal end of the stent) and he stopped using the device. The doctor streched the compression by his hands and the tip of the stent was recaptured in the sheath. Evo-pc-10-11-8-b was used instead and the procedure was completed. There have been no adverse effects to the patient reported.